Manufacturer narrative:
The reported oad was received at csi for analysis. Visual examination did not reveal any damage. The oad was powered on and off numerous times without issue, and spun on both speeds as expected. At the conclusion of the device analysis investigation, the report that a perforation occurred could not be confirmed through analysis. There was no damage or abnormalities observed with the oad that would have contributed to the perforation event. While the oad contributed to the perforation, the physician stated the root cause of the perforation was the condition of the vessel being treated. The patient had undergone previous CABG, and multiple stenoses with heavily calcification and mild tortuosity were all factors in the physician's opinion. The diamondback coronary orbital atherectomy system instructions for use states that a perforation is a potential adverse event that may occur and/or require intervention. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Four treatment passes were performed with a diamondback coronary orbital atherectomy device (oad) in the right coronary artery (rca). Imaging was performed and revealed extravasation of contrast outside of the vessel. The perforation was contained after angioplasty and stent placement. The patient remained stable.